Manufacturer narrative:
According to the facility on (B)(6), the patient called stating when he got ready to start his treatment, he heard a loud click noise and then it started smoking around the power switch of the machine. The patient waited a few minutes before trying it again, but the machine would not turn back on. The patient was not able to use the machine for the first two days. The facility stated there was no serious injury or medical intervention. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 10/8, the patient called stating when he got ready to start his treatment, he heard a loud click noise and then it started smoking around the power switch of the machine.